Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29 mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, at 80% the valve seems to be at normal implant depth but at the final release, the valve experienced a migration towards aorta. The aorta was an horizontal one. The valve seems to be released into the annulus but slowly move up after the releasing. An additional non-abbott valve was implanted. The migrated valve was snared to bring stability to the second implanted valve. The snared valve was not repositioned. The patient experienced no coronary artery occlusion. The physician mentioned the cause of migration was horizontal aorta. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, at 80% the valve seems to be at normal implant depth but at the final release, the valve experienced a migration towards aorta. The aorta was an horizontal one. The valve seems to be released into the annulus but slowly move up after the releasing. An additional non-abbott valve was implanted. The migrated valve was snared to bring stability to the second implanted valve. The snared valve was not repositioned. The patient experienced no coronary artery occlusion. The physician mentioned the cause of migration was horizontal aorta. The patient was reported stable.

Manufacturer narrative:
An event of the valve migrating after implant was reported. It was indicated that the valve was released experienced a migration towards aorta. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve migration could not be conclusively determined. It is possible patient or procedural condition contributed to the reported event. However, this cannot be confirmed. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances as snaring of device and another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.